Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed the subject device and found following. The bending section cover of the subject device was perforated and the broken internal metal part was exposed from the bending section cover of subject device. Leakage occurred at the bending section cover of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, but there was possibility that this phenomenon was attributed to the inappropriate handling by the user. For instance, excessive stress generated by the user's inappropriate bending operation might damage the internal metal part, and the broken internal metal part might perforate the bending section cover. The instruction manual of the subject device states appropriate handling and the counter-measures against the irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the subject device had been deformed and cracked at the bending section. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.